Event description:
Hamilton medical ag received the following description: technical failure (tf 9118) occurred on a g-5 ventilator, indicating that the key & led board (responsible for functionality of keys and leds on the interaction panel) is defective. The issue was resolved by replacing the key & led board. The event did not occur during ventilation.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Update on 17-nov-2023: the technical failure occurred during servicing of the ventilator in a workshop after the key and led board was replaced by a new one, i.e. The failure occurred on the newly installed spare part from stock (out of box failure) upon testing. This event is no longer considered reportable.